Manufacturer narrative:
Elevated complaint investigation will be conducted. Since the lot number is unknown, the manufacturing and expiration dates have been left blank.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. A patient samples was tested twice on (B)(6) and generated positive results each time. The patient is questioning the results because they had 2 negative tests, one on the (B)(6), and one on (B)(6). The patient had also tested positive on (B)(6). The customer is not aware of any adverse impact to patient management.

Manufacturer narrative:
Section d: lot numbers have been identified through the course of investigation; the customer used two lots. Lot number has been updated from "unknown" to lot 522521 and expiration date in section d4 has been populated to reflect data corresponding to this lot number. H4: manufacture date has been populated to reflect lot 522521 the customer additionally used a second lot, lot 522525, which will be addressed in 3005248192-2022-00737. Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review of the manufacturing packet for alinity m sars-cov-2 amplification reagent kit (list 09n77-095) lot 522521 did not identify any issues which could result in the reported complaint. No issues were found during qc testing. The qc 2-f amp kit masterlot testing met all acceptance and validity specification criteria. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amplification reagent kit (list 09n78-095) lot 522521. A product deficiency could not be identified as a result of this review 7.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Since the lot number is unknown, the manufacturing and expiration dates have been left blank.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. A patient samples was tested twice on (B)(6) and generated positive results each time. The patient is questioning the results because they had 2 negative tests, one on the (B)(6), and one on (B)(6). The patient had also tested positive on (B)(6). The customer is not aware of any adverse impact to patient management.